Event description:
The patient was loose post status total knee arthroplasty. A thicker poly liner was inserted and surgeon was satisfied with stability and motion. None of the implants were loose or broken. This is the right side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: the product was not returned for evaluation. Medical records were not provided. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported instability could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient was loose post status total knee arthroplasty. A thicker poly liner was inserted and surgeon was satisfied with stability and motion. None of the implants were loose or broken. This is the right side.